Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 3.0x16mm synergy drug-eluting stent was advanced to treat the lesion. However, after stent deployment, it was noted that something on the distal stent needs to be covered. Another 3.0x16mm synergy stent was advanced through the first stent but failed to be delivered. The second stent was removed, then a picture was taken, and something was noted in the first stent. The balloon was checked and the stent was not there. The second synergy stent was stripped off and inside the first stent. A balloon was inserted through the stent and deployed it inside and proximal to the first stent. The procedure was completed with no further complications reported.